Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient was experiencing atrial fibrillation (af); however the lead was not sensing af and was pacing into the rhythm. Follow up with the physician disclosed the sensing polarity was changed to unipolar and the lead is functioning normally. The lead remains in use. No patient complications have been reported as a result of this event.